Event description:
As reported, closing failed with a 5f mynx control vascular closure device (vcd). Manual compression was held for hemostasis. Buttons 1 and 2 had been pressed. The deployer was experienced and in training with the mynx device. The device was stored and prepared according to the instructions for use. The device storage temperature did not exceed 25 °c. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, closing failed with a 5f mynx control vascular closure device (vcd). Manual compression was held for hemostasis. Buttons 1 and 2 had been pressed. The deployer was experienced and in training with the mynx device. The device was stored and prepared according to the instructions for use. The device storage temperature did not exceed 25 °c. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 was fully depressed, while button 2 was not depressed. The stopcock was found open, and a cordis mynx syringe was detached from the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeve condition, no abnormalities were observed. Additionally, a 5f non-cordis catheter sheath introducer was returned inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test was made; however, it could not be completed due to the sealant not being returned for this evaluation. Nevertheless, functional manipulation confirmed that button 2 could be fully depressed, achieving the expected balloon retraction. The reported event of ¿mynx control system deployment difficulty unable¿ was not observed through analysis of the returned device as it was received with button # 1 fully deployed with no sealant returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the device received does not match the event reported. Button # 2 on the device received was not deployed and the balloon was not retracted. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue. As noted in the instructions for use (IFU), which is not intended as a mitigation, ¿pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.